Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s left ventricular lead was dislodged after twenty-four weeks of implant. During lead revision procedure, it was noted right ventricular lead was also pulled back. Twiddler¿s syndrome is suspected. The helix of the right ventricular lead was clogged with tissue from when patient pulled it back. New leads were replaced successfully and patient was fine before and after the procedure.

Event description:
It was reported patient¿s left ventricular lead was dislodged after twenty-four weeks of implant. During lead revision procedure, it was noted that the right ventricular and right atrial lead were also pulled back. Twiddler¿s syndrome is suspected. The helix of the right ventricular lead was clogged with tissue from when patient pulled it back. New right and left ventricular leads were replaced, right atrial lead was repositioned and patient was fine before and after the procedure.

Manufacturer narrative:
Correction: patient weight should have been (B)(6) lbs.

Manufacturer narrative:
Analysis was normal. No anomalies were found.